Manufacturer narrative:
Reservoir: model- 72400152, lot sn- (B)(4), mfg date- null, exp date- 09/11/2005.

Event description:
It was reported that the patient experienced erosion and had a replacement of an inflatable penile prosthesis(ipp) pre connect device and reservoir. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.